Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated revealing the battery status bol. The device was implanted for one day and ten charging cycles were recorded to the device memory. The header of the ICD was visually inspected revealing no anomalies. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Next, a lead was inserted and connected to the device several times, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - during a lead revision procedure, the lead connector could not be fully inserted when inserting the lead because the air in the header could not be released. The physician could push the header with strong force, but there was concern that the lead would come out from the header. Therefore, a new lumax (B)(4) vr-t was successfully used.